Event description:
The following information was received from global pharmacovigilance (gpv). On (B)(6) 2012, gpv spoke to a peritoneal dialysis registered nurse (pdrn). The pdrn reported that, on an unreported date, the homechoice patient (hp) became confused and disconnected himself from the pd cycler. The hp reconnected without using proper aseptic technique. On an unreported date, the hp experienced cloudy peritoneal effluent. On (B)(6) 2012, the hp was admitted to the hospital with peritonitis. The cause of the peritonitis was touch contamination. The hp was treated with vancomycin and gentamycin ip (dose and frequency were not reported). On an unknown date, pd therapy was discontinued and the hp was transferred to hospice care. On (B)(6) 2012, the hp passed away. The cause of death was unknown. The hp was not connected to the cycler or receiving any baxter solutions at the time of death. Product surveillance contacted the pdrn on (B)(6) 2012, to clarify the events leading up to the hp's death. The pdrn stated that the hp had been battling bladder cancer for a long time. The family had been approached by the physician in (B)(6) 2012, about withdrawing pd therapy and placing the hp in hospice care. At that time the hp was mentally stable and the family chose to continue care. The hp mental status deteriorated, which caused the user error that led to the peritonitis event. At that time, the family chose to withdraw pd therapy and place the hp in hospice due to the bladder cancer. The pdrn could not confirm that the peritonitis did not play a part in this hp's death, although she believes the cause of death to be the bladder cancer.

Manufacturer narrative:
(B)(4). A sample is not required for use error as there is no allegation against the device. The specific product code for the minicap transfer set is unknown; however the brand name, manufacturing facility and 510k number will be provided in the MDR. Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined. The label review found the labeling adequate for the prevention of the use error that was reported in this complaint. A follow up report will be submitted if additional information becomes available.